Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown/not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between 02/19/2025 and 09/04/2025. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with odyssey intraocular lens (iol) in the left eye and she could not tolerate the halos. The doctor allowed 6 months to adapt, but patient said it hasn't gotten better, so the doctor planned to exchange it for the dcb00 iol. Additional information indicated that the odyssey lens was explanted and replaced with dcb00 lens in secondary surgical procedure as patient was unable to tolerate odyssey lens. There was no patient injury and post procedure the patients vision was stable and healing. The original lens is not available for return as it was cut in half during explant and discarded. No further information is available.